Manufacturer narrative:
(B)(4). Customer complained about the unit having a pump error 54 on event date of on (B)(6) 2022. The pump passed the displacement test and selftest. No pump error 54 alarms during testing. Successfully downloaded history files and traces using thus. Pump error 54 was present in the history download on event date of on (B)(6) 2022 14:04:49.000 esf# na, file number= 0,line number= 6690. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: pillowing keypad overlay. Pump error 54 was confirmed due to software anomaly on ram memory block. Problem isolated to the electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that the insulin pump was able to clear the alarm. Customer was able to complete rewind. The insulin pump was passed in self test. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.